Event description:
It was reported that there was an unknown discrepancy of the volume in the pump at refill. The patient was alive with no injury; it was unknown whether there were any patient symptoms. The manufacturer¿s representative stated that they were aware of the volume discrepancies but the healthcare professional (hcp) has not provided the actual volumes. The pump logs had not been read at the time of the report. The patient was meeting with the hcp and manufacturer¿s representative on (B)(6) 2015. The drug being infused by the pump was unknown. No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).